Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The insulin pump passed the off no power test, self test, reset error test, displacement test, rewind, basic occlusion test and excessive no delivery alarm. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error and that the blood glucose had been running high for two days. The blood glucose reading was 179 mg/dl at the time of the call but had been as high as 350 mg/dl. The drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.